Manufacturer narrative:
We examined device & found pieces of the beak broken off. The device was in use for approximately 12 years and the ceramic beak may have been damaged or cracked previous to procedure. It is possible the settings were too high resulting in arcing by the electrodes causing damage to the beak on the distal end of the sheath.

Event description:
Allegedly, the doctor was performing a turbt when he noted he was ot getting enough power. He raised settings and when he activated the tip of the electrode arced and broke; he replaced w/another electrode and that electrode arced and broke also causing damage to the ceramic beak portion of the resectoscope. Pieces came off the beak into the patient. The doctor retrieved pieces and completed procedure; there was no injury to the patient.